Event description:
It was reported, a pt underwent a kyphoplasty procedure on (B)(6) 2007 at level t12. During the procedure, an expired inflatable bone tamp was used in the pt. There were no pt complications or adverse events reported. No additional info was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative. Product was from trunk stock.